Event description:
It was reported that a user attempting to start a new freestyle libre 3 plus sensor with the ilet received an incompatible sensor error despite the user¿s assertion that the sensor was an fl3+. Symptoms included no glycemic symptoms and no alerts or alarms. Outcomes included no clinical impact and no need for medical care. Investigation included basic troubleshooting with the user, including rescanning after a bluetooth toggle, and transfer to the sensor manufacturer for further assistance. Investigation of this case revealed a device-to-sensor compatibility issue was suspected, with no ilet malfunction confirmed and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user device¿sensor pairing incompatibility consistent with use-related or external product-related factors.